Event description:
It was reported that the customer had errors - bottle side pressure sensor which was resolved with the replacement of right iui connector. Also replaced both of the pressure sensors, and the error code cleared up. The unit passed all of the pm tests.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.